Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: review of the black box data revealed multiple consecutive power on reset events recorded on (B)(6) 2014. The battery cap and cartridge cap returned for investigation were intact without damage and able to fit properly to the pump. On investigation, the pump powered on and the display remained blank. For this reason, the pump was not able to be adequately investigated for the alleged power issue. The battery compartment was noted to be cracked in two areas; at the threads on the side and at the threads down to the bumper grip. A leak test was performed and revealed leak at the battery compartment. The pump was opened for investigation and revealed moisture corrosion on the power printed circuit board, the force sensor circuit and the display flex and connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.